Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 7 years and 3 months post implant of this 27mm aortic bioprosthetic valve, it was explanted and replaced with a 25mm aortic bioprosthetic valve for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the replacement was due to type b aortic dissection and multiple pseudoaneurysms. The pseudoaneurysms were along the distal and proximal suture lines of the previously implanted non-medtronic ascending aortic graft as well as a pseudoaneurysm involving the bioprosthetic aortic root. It was noted that the sinuses of the aortic root were "melted out". Multiple other repairs were performed concomitantly with this repair (see relevant history). If information is provided in the future, a supplemental report will be issued.